Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated that they had control issues with multiple assays starting around (B)(6) 2016 and continuing through (B)(6) 2016 on their c501 analyzer. The customer stated that they also repeated an unspecified number of patient samples on their other analyzer and they received different results. The customer provided data for 5 patient samples that were affected. Of the 5 samples, four had erroneous initial results that were reported outside of the laboratory for ise indirect na for gen.2 (sodium). All samples were repeated on a different c501 analyzer and the repeat results were believed to be correct. The first sample initially resulted as 141 mmol/l and repeated as 147 mmol/l. The second sample, from a (B)(6) male born on (B)(6) 1950, initially resulted as 134 mmol/l on (B)(6) 2016. The sample was repeated on (B)(6) 2016, resulting as 140 mmol/l. The third sample, from an (B)(6) male born on (B)(6) 1930 and weighing (B)(6), initially resulted as 126 mmol/l on (B)(6) 2016. The sample was repeated on (B)(6) 2016, resulting as 132 mmol/l accompanied by a data flag. The fourth sample, from a (B)(6) female born on (B)(6) 1964 and weighing (B)(6), initially resulted as 127 mmol/l on (B)(6) 2016. The sample was repeated on (B)(6) 2016, resulting as 134 mmol/l. The second, third, and fourth samples were processed on a pre-analytics system prior to initial testing. It was asked, but it is not known if the patients were adversely affected due to the event. No adverse events were alleged. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer found a sample syringe collar to be loose, causing precision issues. He tightened the collar. He ran an instrument check in order to verify precision of the sample and reagent systems. The customer ran controls and calibrations; all were within specifications. The system was found to be operational.

Manufacturer narrative:
Upon investigation of calibration data from (B)(6) 2016, it was determined that recovery from the calibration standards was different for both days. Based on this information, the root cause was determined to be incorrect handling of the calibration standards.